Event description:
It was reported to boston scientific corporation that a resolution clip device was used in stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue but could not be released from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue but could not be released from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip unable to release from catheter. Block h10: investigation results: the returned resolution clip was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached and without the outer-sheath. Microscopic examination found that the catheter was unraveled next to the bushing. Functional evaluation was performed, and it was observed that the device can open and close its arms within specification. Additionally, the clip assembly was able to perform the first activation and could be released from the catheter. No other problems with the device were noted. The reported event was not confirmed. It is possible that the attempted removal of the outer-sheath or the interaction between the device with the scope during the insertion of the device could have lead to the found problem of catheter unraveled. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.